Manufacturer narrative:
The field service engineer checked the analyzer and cell rinse mechanism but found no issues. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result for one patient sample from the cobas 8000 cobas c 502 module. The initial result was 342.36 umol/l. The repeat result on (B)(6) 2020 was 54.38 umol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 47624401 with an expiration date of 31-jan-2022.

Manufacturer narrative:
The field service engineer found a metal covering that normally should be cleaned by the customers containing yellow residue. This cleaning is a part of regular maintenance for the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.